Manufacturer narrative:
Received voluntary medwatch mw5151468.

Event description:
It was reported that frequent episodes of myopotential oversensing were observed on the right atrial (ra) lead. Reviewed of the stored electrograms (egms) noted significant noise on the ra lead. The patient has been asymptomatic with these events. At this time, the ra lead remains in service. No adverse patient effects were reported.